Manufacturer narrative:
No anomalies were found with the implantable stimulation lead. The lead was measured in segments with a calibrated ruler and caliper per device specifications. Lead proximal end: 0.6550" spec ¿ 0.653" ± 0.009" (0.644" ¿ 0.662") lead body: 14.71875" spec ¿ 14.79" ± 0.125" (14.665" ¿ 14.915") electrode area: 0.2970" spec ¿ 0.300" ± 0.015" (0.285" ¿ 0.315") button shank: 0.0185" spec ¿ 0.020" ± 0.010" (0.010" ¿ 0.030") button tip: 0.0250" spec ¿ 0.025" ± 0.001" (0.024" ¿ 0.026") all lead measurements were within device specifications. No electrical issues were observed during functional testing. Upon review of the analysis results, it was determined that eval code conclusion and result no longer apply.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep); there was no patient involvement. It was reported that the lead was found to be 0.9mm shorter when it was checked with the phantom base by the hcp; it was 0.9mm away from the tip of the sterile phantom pointer. The hcp double checked the coordinates and confirmed that they were accurately set on the phantom and crw frame. The hcp then tested two other leads for comparison, and they touched the tip of the phantom pointer. The lead was exchanged with another lead prior to being implanted and the issue was resolved. No symptoms were reported as there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.